Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. (B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.